Event description:
A customer reported unexpected negative reactions when testing a sample with a known antibody with capture-r ready ID (crrid) on the galileo echo instrument. The customer also reported qc failures in the positive control well of capture-r ready-screen 3 (crrs3) plates when testing patient samples.

Manufacturer narrative:
On (B)(4) 2014 an immucor echo global support engineer (gse) discovered that the wash cycle ran only once instead of the expected four cycles during the capture-r ready-screen (crrs) and capture-r ready-ID (crrid) assays on echo (B)(4). Inspection of the profiles.ini file found that wash profile 12 was missing. The most likely cause was use of an archive disk possessing the profiles.ini version 1.0 to complete the back up of a replacement pc. This operation was performed in (B)(4) 2010. This impacts both the screen & ready-ID profiles. Too few washes in crrs and crrid assays can cause insufficient removal of plasma protein and lead to neutralization of the capture-r ready indicator red cells, causing invalid test results; partial neutralization may result in unexpected negative reactions. The assay file versions on echo (B)(4) were corrected to the current version on (B)(4) 2014. The customer was notified of the correction via the service report. Immucor's correction report (B)(4).